Event description:
Staff nurse was priming IV tubing with propofol for routine change before defect was noted. When fluid got to the end, nurse noticed that there was an injection port in place of a patient connector.